Manufacturer narrative:
This supplemental report is being submitted to retract the initial MDR (1049092-2016-00486) submitted on december 16, 2016. Based on information received from the complainant who stated that, "we have not linked the infection to anything yet. We are hypothesizing that it is linked to the antibiotic coverage. However, during our investigation we were looking at all possible routes of infection transmission which is why I contacted the company regarding aquacel. At this point we have ruled out aquacel as the infection source.¿ this report is determined to be a non-reportable event. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Complainant further reported that "it is believed that either the aquacel ag surgical 14 inch dressing model number 412012 or aquacel ag surgical 10 inch dressing model number 412011 was used." This record was created for model number 412012. Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. Reported to the FDA on: december 16, 2016. (B)(4).

Event description:
It was reported by an infection control nurse "it was noted an increase in (B)(6) among many patients, approximately 10, who underwent knee or hip surgery from (B)(6) 2016. Most of these patients were operated on by one of two surgeons who use a pre-operative antibiotic cefepime. This is a different pre-operative antibiotic than used by the majority of surgeons at this facility. The patients were readmitted to the facility within 30 days of discharge with fever, chills, and swelling to the wound in many of the cases. Wound cultures were obtained showing (B)(6), however the facility does not know the actual cause of the infections."